Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on (B)(6) 2026.the event occurred within 3 hours of insertion. The insertion site was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.